Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 86-year-old patient needing mechanical circulatory support. It was reported that the patient experienced cold sensation of the lower limbs during impella cp support. There was difficulty inserting the pump through the introducer due to the patient anatomy. The original introducer was swapped for a 14 fr stiff dilator and the pump was successfully implanted. However, following a successful percutaneous coronary intervention (pci), it was noted that the patient's lower limbs were cold to the touch. As a result, the decision was made to remove the pump.